Event description:
Complaint reported as: "it was reported that there was no abnormality in the cuff inflation test before use. However, the user felt something wrong with the tube during procedure so that replaced it with a new one. When putting the tube into the water after the procedure, air was found leaking from it." No patient harm was reported.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site for evaluation. Visual examination of the returned device showed signs of contamination. Missing parts, discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuff, connector and neck plate did not reveal any irregularities. A leakage as well as inflation and deflation test was performed with the returned device. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test a slight leakage of the cuff was identified. The control balloon system did not show any leakages. A device history record (DHR) review was conducted on lot 18471 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, the reported complaint was confirmed. No manufacturing related issue could be identified. All devices are 100% tested for leakages during the manufacturing process. Products found to be abnormal are being properly segregated and scrapped. Therefore, it is very unlikely devices with such failures as observed to escape the stringent tests. Although the complaint was confirmed, a root cause for the issue could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "it was reported that there was no abnormality in the cuff inflation test before use. However, the user felt something wrong with the tube during procedure so that replaced it with a new one. When putting the tube into the water after the procedure, air was found leaking from it." No patient harm was reported.